Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cardiac tamponade, hypotension, hemorrhage and cardiac perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After getting transeptal and inserting the device, it was noticed a drop in the blood pressure. The physician confirmed a cardiac tamponade and initiated drainage. The patient was stable, but the physician then decided to pull out the faradrive and the issue escalated to a major hemorrhage. Blood infusion was required and CPR was performed for 36 minutes until the patient stabilized again and then was transferred for surgery to solve the issue. The patient was admitted to the hospital and has since made a full recovery the device is not expected to return for analysis.